Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty spinal therapy for osteoporotic vertebral fracture. It was reported that after filling the cement, the bfd was removed, and a backflow of the cement was confirmed during image confirmation. The backflow cement is stored in the pedicle and does not appear to leak out of the bone. Cement was turned back and hardened, making it impossible to push it back. After filling, when attempting to cover after checking the positive side, it was found to have regurgitation. An attempt was made to push it back, but the cement was hardened and could not be pushed back. No patient symptoms were reported/anticipated. No further complications were reported/anticipated.

Manufacturer narrative:
G2: country of event is japan. G4: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog c01a, 510k#k041584; UDI # (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.